Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited far-field p wave oversensing on the right ventricular channel. The patient was brought into the clinic and a chest x-ray found no lead anomalies. No intervention was performed. No patient symptoms were reported; the patient would continue to be monitored.